Manufacturer narrative:
This event has been reassessed and found to be a non-MDR reportable complaint and is not associated with a serious injury or potential for serious injury with reoccurrence. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Title: comparison between percutaneous and laparoscopic microwave ablation of hepatocellular carcinoma source: international journal of hyperthermia 2020, vol. 37, no. 1, 542¿548, 29 may 2020. (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
According to literature source of study performed between october 2014 and may 2019, a retrospective comparative analysis of laparoscopic microwave ablation (lmwa) over the percutaneous microwave ablation approach (pmwa) for treatment of hepatocellular carcinoma (hcc) was made. The retrospective study includes 91 consecutive patients with 102 hcc tumors who underwent pmwa or lmwa. Sixty-seven tumors (pmwa group 63 patients) were treated percutaneously, 35 tumors (lmwa group 28 patients) were treated laparoscopically. No fatal events occurred. All complications were major, with significantly different distribution between the two groups. Complications for pmwa: bilio-bronchial fistula which required percutaneous drainage; hematoma which was self-limited with conservative treatment. Complications for lmwa: pneumothorax requiring percutaneous drainage; respiratory failure which was managed conservatively with noninvasive ventilation; hematoma which was self-limited with conservative treatment; thrombosis of the right main portal branch which required anticoagulant treatment which developed into a cavernoma with preserved parenchymal portal vascularization. Both cases of hematoma were self-limited but required prolonged hospitalization with conservative treatment.